Event description:
19600- infused too rapidly- patient noted that on q pumps infused 8 hours prior to expected time that they should have been empty. They were thrown away and not able to send back to clinic. 20307- infused too rapidly- patient sent home with fixed rate on q pump on [date redacted] to run at 10 ml/hour, 550 ml pump. Should have been empty by 1730 on [date redacted]. Patient reported that it was empty by 10 a.m. On [date redacted]. He disposed of pump at that time.